Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had increased back pain and pain at the ins pocket. The patient was going to meet with the manufacturer representative (rep) at the healthcare provider¿s (hcp) office (B)(6) 2019. No further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep) (B)(6) 2019. It was reported the patient was reprogrammed. The patient was provided better right hip and low back coverage. The patient indicated that it was the best coverage they had since implant. The patient also reported that the healthcare provider (hcp) told her that her ins is tilted in the pocket and that could be why she is having increased pain at the ins site, and that patient may need to have pocket revision in the future. There were no further details provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a manufacturer representative (rep). The hcp reported that the patient's ins battery healed tilted in pocket and it bothered the patient. A pocket revision was scheduled for jul-02. It was unknown if the issue was resolved at the time of the report. No further complications were reported.